Event description:
It was reported that during a robotic cystectomy procedure, on the first firing the device would not close. Once they got it close, the device would not fire. They attempted to open the device to remove but it would not open. The device was briefly stuck on tissue. They were able to get it off the tissue. A new device was used to complete the procedure. There was no impact to the patient. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Difficult to close, fire and open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? The device has a spent cartridge in the jaws.

Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that the long45a device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. The device was closed and opened without any difficulties noted. No additional functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; (B)(4). The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. Event could not be confirmed as the device opened and closed without any difficulties noted.